Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the ok keypad button was intermittently responsive and required multiple hard button presses to elicit a response. The patient denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow, ok and contrast keypad buttons were responsive. The reported complaint of the ok keypad button intermittent responsiveness was not duplicated during testing. During testing the down arrow key was found to be intermittently responsive. The keypad cover was removed and evidence of keypad contamination was found under the contrast, up arrow and down arrow key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.